Manufacturer narrative:
Upon request, we received further information: - which disinfectant was used? 0.5% alcoholic chlorhexidine. - was it alcohol-based or water-based? It is 0.5% alcoholic chlorhexidine 0.5% bohmclorh brand clear. You can find the data sheet by google with its composition. - what size syringe was used? 10cc syringe. - where was the catheter placed? In the left lower limb popliteal area. - was a surgical intervention necessary to remove the catheter fragment? Yes, a catheterization. - what is the patients outcome after that? Favorable for the moment. We received a blister including one catheter, two green winged needles and one additional catheter tube.the catheter tube of the assembled catheter was fractured into three fragments: catheter tip to 6 cm marking, 6 cm to 7 cm marking and the remaining catheter tube. Regarding this, the IFU clearly states: 7. Advance the catheter carefully through the needle to the final position. Do not at any time withdraw the catheter back through the winged needle. This may cause puncture or embolisation of a portion of the catheter. The second fracture proximal to the 7 cm marking was more straight and showed also smooth fracture surfaces, indicating mechanical damage combined with tensile force. Regarding this, the IFU states: 8. Carefully withdraw the winged needle, taking care to avoid pulling on the catheter. Do not over stretch the catheter as it may rupture and rebound into the vein causing a catheter embolus. Having checked the batch history records, there were no deviations found. The batch complied with its specification and was released. One batch was used for the assembly group of the catheter tube (involved code 6g33820000). The value of the tensile force of the catheter tube for batch 8151595 was min. 2.24 n and therefore within its specification (min. 1.5 n). The tensile force and dimensions of catheter and set components are randomly checked. Thereare no further complaints for batch 171122gg and seven further complaints regarding a snapped/cut catheter tube which migrated into the patient on code 2184.00 within the last three years. This query relates to all complaints that have come to our attention worldwide. However, none of these further complaints are related to a manufacturing fault. Corrective action: based on the above investigation, there is no further corrective action initiated by the quality management as there is no hint of a manufacturing fault.

Event description:
During the insertion of the epicutaneous and after having introduced it 9cm we realized that we could not introduce it any more and we decided to remove it to start again. At that moment we noticed that we could not remove it, there was resistance both to introduce it and to remove it, it gave the impression that it was adhered to the walls of the needle. It was after trying to remove it definitively when the catheter was sectioned with the tip of the needle bevel and we found that 6cm of the catheter were missing. An x-ray of the neonate showed that the catheter piece was located in the abdomen. The patient is now in son espases, he has the rest of the catheter lodged near the abdominal area and they are going to proceed by interventional radiology to try to remove it, if it is not possible it will be sent to barcelona. High risk due to obstruction of the catheter in the blood supply. Baby weighing approximately 4kg.

Manufacturer narrative:
The malfunctioning device will be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation will be communicated to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
During the insertion of the epicutaneous and after having introduced it 9cm we realized that we could not introduce it anymore and we decided to remove it to start again. At that moment we noticed that we could not remove it, there was resistance both to introduce it and to remove it, it gave the impression that it was adhered to the walls of the needle. It was after trying to remove it definitively when the catheter was sectioned with the tip of the needle bevel and we found that 6cm of the catheter were missing. An x-ray of the neonate showed that the catheter piece was located in the abdomen". The patient is now in son espases, he has the rest of the catheter lodged near the abdominal area and they are going to proceed by interventional radiology to try to remove it, if it is not possible it will be sent to barcelona. High risk due to obstruction of the catheter in the blood supply. Baby weighing approximately 4kg.